Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 18 mm amplatzer septal occluder was selected for implant. During deployment the occluder didn't conform properly; deformation was noted. The device was immersed into hot water but the same thing happened, so the delivery system was exchanged for a 10f amplatzer torqvue delivery system but the device was already damaged. A 24 mm amplatzer septal occluder was selected and during deployment a deformation was noted and the device was exchanged for a 26 mm amplatzer septal occluder. No patient consequences were reported and patient was in stable condition.

Manufacturer narrative:
An event of deformation upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.